Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with moderate tortuosity, moderate calcification and 90% stenosis. Resistance was encountered during advancement of the 3.5 x 18 mm vision stent delivery system (sds) over the non-abbott guide wire. Resistance was also encountered during retraction of the vision sds from the guide wire, and the vision sds became stuck on the guide wire. Both devices were removed as a unit. A new guide wire and a vision 3.5 x 15 mm stent were used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.